Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and "fluid" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii and "fluid".

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade iii and "fluid". The device has been explanted.